Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was loose and stick out from the side of the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify the flash crc is incorrect for factory stored information. Alarm due to motor error alarm. However, device passed rewind test and displacement test. Drive support disk was inspected and no anomaly was noted. Motor passed motor test.